Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the patient's wife reporting the stent was removed and the patient had an omni procedure. She reports the patient is doing better, however still has light sensitivity. The patient is currently on eye drops and pain medication. She reports the "iop is decreasing."

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
On (B)(6) 2017 the patient underwent a selective laser trabeculoplasty in his left eye. No complications were reported. During a follow up visit on (B)(6) 2017, the patient complained of photophobia decreased vision, eye pain, eye discharge, ocular redness, headache, new floaters, photopsias, and curtain effect. Posterior vitreous detachment was reported, however it is unknown if it was present prior to implant. During a later follow up visit, the patient reported his vision is poor, but is gradually improving.

Manufacturer narrative:
Additional information provided in device evaluated by MFR. No clinical data was received associated with this complaint. Therefore, the reported event could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Because no clinical data and no lot information is available, the root cause for the customer complaint issue cannot be determined. A possible root cause is that postoperative elevated iop is an established risk associated with use of the system that is clearly specified in the product IFU. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Because sufficient clinical data was not received and no lot information is available, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported on behalf of her husband that the micro-stent implanted devices should be removed. The patient is experiencing increased pressures on and off for six months. There are two reports associated with this patient. This file is for the left eye.